Event description:
A report was received that since the patient¿s implant procedure, the patient has been very sick with an enlarged heart, pulmonary edema and abdominal ascites. The bsn sales representative reported that there was an anesthetic concern. The physician assessed that the patient¿s symptoms were procedure related.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-8116-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that since the patient¿s implant procedure, the patient has been very sick with an enlarged heart, pulmonary edema and abdominal ascites. The bsn sales representative reported that there was an anesthetic concern. The physician assessed that the patient¿s symptoms were procedure related.